Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 140 units of insulin. In addition, an occlusion alarm occurred. To resolve the issue, the customer resumed insulin delivery. Although requested the customer declined to perform troubleshooting with tandem technical support. Blood glucose level was 105 mg/dl.